Event description:
It was reported the patient had a discomfort feeling in his chest. It was also reported that oversensing was confirmed on the EKG. The lead was removed and replaced. A "scar" was seen on the explanted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.